Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient reported they had a broken desktop charger (dtc) connector pin. Patient stated the metal piece fell off / broke off last night and recharger is not charging. Patient stated they need a new recharger. Patient stated they are in pain because they are not able to charge the implanted neurostimulator. Agent reviewed device function and patient is insisting on getting recharger (insr) replacement. Agent reviewed basic information to replace insr. Agent observed confusion with device function. Agent recommend trying the dtc first and call back if the issue is not resolve. A replacement desktop charger was sent out.

Manufacturer narrative:
H3: product ID 37761 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found bent/ broken connector pins at the end of cable. Device was scrapped due to excessive inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.